Event description:
In 2009, the lay user/patient contacted lifescan (lfs) to report the one touch ultra meter would not power on. The sr. Medical surveillance specialist was able to classify the complaint based on the info originally provided. At 7:00 am, the pt noted the reported meter would not power on; he was unable to test his blood glucose level. The pt took no actions based on this meter issue. At an unspecified time afterwards, the pt claimed to have experienced the symptoms of dizziness, lightheadedness, sweating and clamminess. The pt did not seek any medical attention or treatment. Troubleshooting revealed the meter would not power on with either the power button or the test strip insertion, and the pt had replaced the meter's battery as recommended by the manufacturer. The issue was resolved with troubleshooting. The meter and test strips were replaced. The pt allegedly suffered symptoms suggesting severe hypoglycemia after he was unable to test his blood glucose level due to the meter power issue. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.